Event description:
It was reported that during the implant attempt, the physician had difficulty finding an area that did not have high thresholds. The right ventricular (rv) lead was repositioned seven times and the helix was taking over thirty turns to retract and extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4.)